Manufacturer narrative:
G2: the country of the event is jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the sensation of electricity running through the body suddenly came. There were no known environmental, external, and patient factors that may have caused the event. By the time the call was received by the call center, the physician had already been contacted. The physician recommended that the patient be examined, but on the call, asked if there was anything that could be done because the sensation of electricity flowing did not go away even when the stimulator was turned off. They were told that they could provide guidance on how to operate it, but it was asked if there was a manual on how to stop the current flowing even when it was turned off, as they had confirmed with the physician that it was turned off. Apologized for not having an answer and asked to have a medical consultation. It was unknown if the issue was resolved at the time of the report. The patient outcome was listed as "health damage"; the patient injury details were listed as "felt like electricity is running through the body. Outcome unknown". Additional information was received. When asked if stim was confirmed to be off when the patient felt like electricity was running through the body, it was reported that the stimulation of the spinal cord stimulator itself was not turned off and that the settings were used up to program 1~4, but the patient seems to have turned off only program 2. When asked if the cause of feeling like electricity was running through the body was determined, it was reported that according to the patient, program 2 is usually 1.7 ma, but at that time it was displayed at 3.4 ma. When they checked the settings because the patient was examined on mar/28, only program 3 was set to 3.0 (they did not set that number in the most recent session). Presumably, this program 3 is the cause of the complaint. The actions taken were an output adjustment that was carried out at the outpatient clinic on march 28th. The issue has since been resolved for the time being. Regarding device or therapy relationship, it was noted that although it does not exactly match the figures of the patient's complaints, it may be a contributing factor because the output set in program 3 is almost the same. It is unclear whether the patient adjusted the value himself to reach that value, but according to the patient himself, the controller did not adjust the output value.

Event description:
Additional information received stated that the patient¿s device was ¿not adjusted by the controller and it was changed on its own.¿ it was noted that the cause could not be determined. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.